Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. Based on the evaluation of the data, the system and hand piece performed as expected. Service confirmed damage on the tip membrane. Based on the available information, this event most likely was caused by damage on the tip membrane.

Manufacturer narrative:
Updated b1. Evaluation of system logs and treatment tip has been completed. The system logs showed the tip passed flow, leak and thermistor testing. No functional test could be performed due to error showing no reps remaining. The tip failed visual testing due to dielectric breakdown being present on the returned tip. Unable to determine if dielectric breakdown contributed to reported issue. System has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The review of the system/data logs does not indicate there is any handpiece or system issue present. A review of the device history logs is in progress. The investigation is ongoing. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
Product has been requested, but not received. A review of the device history logs is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A medical spa reported that a patient received a laser treatment on the face and neck. The patient took extra strength acetaminophen and ibuprofen prior to the treatment. The treatment was completed with 2.5-3.0 reps with the highest energy being 3.5. No system errors occurred. Upon departure of the office, the patient had no symptoms. The patient contacted the office after the treatment to inform them they had developed burns on the side of their face. Available images show multiple blisters and crusted lesions over both side of the face. Treatment was not provided by the office. The office confirmed there is potential for scarring.